Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, "lights up " on bone scan and tibial loosening at cement to implant interface. Cement manufacturer unknown. The surgeon removed the tibial component by hand , no cement came out with the component. The surgeon then recut the tibia and placed a stemmed tibial attune fb tray back into the patient with a 14 mm poly. Doi: 2014; dor: (B)(6) 2018; left knee.